Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and is suspected of premature battery depletion. A request was made to have data from this device analyzed, however disk data was not yet provided for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced. Additional information was requested from the field representative. This investigation will be updated when further information becomes available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and is suspected of premature battery depletion. A request was made to have data from this device analyzed, however disk data was not yet provided for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported.